Event description:
The defect was reported as: the customer alleges the red plug was broken off. There was no patient involvement reported.

Manufacturer narrative:
(B)(4). The device sample was not received at the time of this report.